Event description:
It was reported to arrow clinical support (acs), that clinicians were having high pressure alarms/helium loss alarms, no augmentation, and blood specks in helium tubing. Acs advised clinician that iabp should not be restarted and iab should be discontinued. Iab was removed and another iab inserted in cath lab later that evening.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.